Event description:
Patient reported left side "rupture, breast pain, burning, tightening." Confirmed via MRI. Patient reported "capsular contracture baker grade IV". Helalthcare professional later reported the capsules of the implants are completely removed, fibrously altered, of cartilaginous density. On the left, the implant shell is broken with the appearance of the gel. On the right, the membrane has leaked in places and under pressure, the gel also appears outside the membrane. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture. Clarification: partial date of occurrence is 2021. Visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ pain: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.